Event description:
Discordant advia centaur cp estradiol-6 iii assay results were obtained on a patient sample. The neat result for estradiol-6 iii did not match the 1:2 diluted results. The manual dilution matched the on board dilution. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant estradiol-6 iii results.

Manufacturer narrative:
The cause for the discordant estradiol-6 iii result is unknown. The customer declined service - no further action taken. No further evaluation of the device is required.